Manufacturer narrative:
Follow-up #1: date of submission 05/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 0.10u bolus on (B)(6) 2016 18:35. No delivery interruptions or eaw¿s indicating a malfunction were recorded on event date (B)(6) 2016. The pump boots to verify screen with audible and vibratory features. Pump completed 24hr duration testing with no eaw¿s or delivery interruptions duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. The battery compartment is cracked near the cover to the left of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient was hospitalized due to an unknown malfunction of the pump. Reportedly, the patient was hospitalized and treated by their healthcare provider. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient was allegedly hospitalized while on the insulin pump.